Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse was disconnecting the trifuse tubing set from the patient's PICC line, the trifuse male luer broke off and was stuck in the bbraun caresite posiflow. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that when the nurse was disconnecting the trifuse tubing set from the patient's PICC line the trifuse male luer broke off and remained stuck in the bbraun caresite posiflow needleless connector. The customer further states that they do not use alcohol on the male luer when they connect the sets together. The nurse will prime the set with the fluid that will be delivered and then connect the syringe to the set and prime until the fluid exits at the male luer with the duct cap still attached. This is also done for dextrose as well. Before the nurse connects the male luer to an open female luer, the nurse will use a prefilled syringe to place saline into the female luer before connection to ensure that an air bubble is not introduced. There was no report of patient harm.

Event description:
The customer reported that when the nurse was disconnecting the trifuse tubing set from the patient's PICC line the trifuse male luer broke off and remained stuck in the braun caresite posiflow needleless connector. The customer further states that they do not use alcohol on the male luer when they connect the sets together. The nurse will prime the set with the fluid that will be delivered and then connect the syringe to the set and prime until the fluid exits at the male luer with the duct cap still attached., this is also done for dextrose as well. Before the nurse connects the male luer to an open female luer, the nurse will use a prefilled syringe to place saline into the female luer before connection to ensure that an air bubble is not introduced. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer was unable to be disconnected, broke off and remained stuck inside the b.braun caresite posiflow needleless connector was confirmed. Visual inspection showed that the male luer sub-assembly tip of the set was broken off. Closer microscopic inspection identified the break was uneven and jagged. White stress marks were observed at the corresponding locations of the breakage on the mating luers. Heavy tool marks were observed on the male luer body and stress lines were observed around the rim of the female luer end of the caresite nfv. Other than the damage and observations noted above, there were no other damages or anomalies observed on the remainder of the set. The root cause was identified as the external application of force to the male luer tip.